Event description:
It was reported that the anchor broke at the eyelet during insertion and the threaded portion of the anchor remains in the patient. The surgeon used a 1.8mm awl to prepare the site prior to insertion. No other information is available at this time.